Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. Customer stated that he was not aware that he had to change his infusion set every 2 days and the reservoir must be changed every 3 days. Customer was experiencing abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. Customer did high pressure test and test was pass. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.